Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information available, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported unchanged mitral regurgitation (mr) was a result of the reported slda. The tissue damage was also an effect of the reported slda. The reported patient effects of unchanged mitral regurgitation and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to insertion, it was noted that the patient had a posterior flail. The first clip (00228u122) was inserted and deployed without issues; however, it was noted that imaging was very poor. Directly after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). After the slda occurred, it was noted that a part of the anterior leaflet had torn off and remained in the clip. To stabilize the slda, an additional clip (00228u195) was implanted medially. However, mr was unable to be reduced. Therefore, an additional clip (00310u107) was inserted and attempted to be placed laterally of the slda. Multiple grasping attempts were performed but due to poor imaging and patient anatomy, the leaflets were unable to be grasped. Therefore, the clip was removed, and the procedure was discounted. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.